Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a patient information verification form in mid (B)(6) 2018 that this patient was presented back to the electrophysiology (ep laboratory. This device and lead system were explanted due to infection. The boston scientific local representative was contacted. According to the local representative the date of the explant procedure was unknown as no boston scientific local representatives were contacted. No boston scientific local representative was present during the explant procedure. The type and root cause of the infection are unknown.